Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead with stylet inserted was returned in one piece. The helix was extended, clogged with blood/tissue and was found bent consistent with procedural damage. X-ray examination of the inner coil did not find any anomalies that would have contributed to the helix issues reported in the field. The cause of the reported event was isolated to the helix being bent and was clogged with blood/tissue.

Event description:
During an initial implant procedure, the right atrial (ra) lead was attempted to be positioned but dislocated multiple times. An issue with the helix of the lead was suspected. A new ra lead was used to resolve the event. The patient was stable.